Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation (thin bone), undersized implant bed, bone resorption, pain, mobility, poor implant site.